Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("heavy abnormal bleeding") and ovarian neoplasm ("tumor /teratoma / cancer type: ovarian tumor") in a 25-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and stillbirth nos. On (B)(6) 2016 surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: endometrium: late proliferative endometrium. Right ovary: mature cystic teratoma. Left ovary: mature cystic teratoma. Bilateral fallopian tubes: no significant histopathologic change. Concurrent conditions included neoplasm since (B)(6) 2010 and dermoid cyst of ovary (right ovary: mature cystic teratoma. Left ovary: mature cystic teratoma) since (B)(6) 2016. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menopause ("hormonal changes : menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems-condition : depression"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition - type : hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), trigeminal neuralgia ("neurological conditions or problems - type : trigeminal neuralgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and irritable bowel syndrome ("gastrointestinal or digestive system condition type - ibs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On 27-aug-2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have ovarian neoplasm (seriousness criterion medically significant), 10 months 1 day after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterctomy(full), salpingectomy (bilateral removal of fallopian tubes)and oophorectomy and surgical removal of tumor on left ovary.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, ovarian neoplasm, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menopause, female sexual dysfunction, depression, migraine, headache, hypertension, nausea, tooth disorder, trigeminal neuralgia, dyspareunia, ovarian cyst, vaginal discharge, fatigue, weight increased, alopecia and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, irritable bowel syndrome, menopause, menorrhagia, migraine, nausea, ovarian cyst, ovarian neoplasm, pelvic pain, pregnancy with contraceptive device, tooth disorder, trigeminal neuralgia, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.37 kgs. Computerised tomogram - on 28-jun-2010: results: left dermoid cyst found. Hysterosalpingogram - on 03-dec-2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received : reporter information was added. Medical history were added. Onset date of event were added. Event : menopause, apareunia (inability to have sexual intercourse), apareunia (inability to have sexual intercourse), depression, migraines, headaches, hypertension, nausea, dental problems, trigeminal neuralgia, dyspareunia (painful sexual intercourse), ovarian cyst, vaginal discharge, fatigue, weight gain, hair loss and ibs were added. Event of 'perforation' updated to "fallopian tube perforation and uterine perforation". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), perforation ("perforation"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), genital haemorrhage ("heavy abnormal bleeding") and ovarian neoplasm ("tumor /teratoma / cancer type: ovarian tumor") in a 25-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 1 day after insertion of essure, the patient experienced ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterctomy(full), salpingectomy (bilateral removal of fallopian tubes)and oophorectomy) and surgery (surgical removal of tumor on left ovary.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and ovarian neoplasm outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian neoplasm, pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received:lot number added. Events added: vaginal bleeding, menorrhagia, miscarriage, dysmenorrhea, ovarian cancer, perforation, device ineffective and pregnancy with essure micro insert.lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), perforation ("perforation"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("heavy abnormal bleeding") and ovarian neoplasm ("tumor /teratoma / cancer type: ovarian tumor") in a 25-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included neoplasm since (B)(6) 2010 and dermoid cyst of ovary (right ovary: mature cystic teratoma. Left ovary: mature cystic teratoma) since (B)(6) 2016. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 1 day after insertion of essure, the patient experienced ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterctomy(full), salpingectomy (bilateral removal of fallopian tubes)and oophorectomy) and surgery (surgical removal of tumor on left ovary.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and ovarian neoplasm outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian neoplasm, pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2010: left dermoid cyst found. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2016 surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: endometrium: late proliferative endometrium. Right ovary: mature cystic teratoma. Left ovary: mature cystic teratoma. Bilateral fallopian tubes: no significant histopathologic change. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.